Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: product testing could not be performed because the actual lens was not returned. The reported complaint was not confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that patient had undergone cataract surgery with a symfony multifocal lens implants in both eyes which resulted in bilateral positive dysphotopsia, glare, and starbursts. Initially, planned explants were scheduled. Additional information was received and it was learnt that lenses were explanted in a secondary surgical procedure. No incision enlargement, no vitrectomy and no sutures were required. A different model with a higher diopter (17.5) was used as the replacement lens for the patient. Patient was reported as doing well at discharge. This report will capture information for patient¿s left eye. A separate report will be submitted for patient¿s right eye. No further information provided.